Event description:
It was reported that the balloon ruptured. An agent dcb mr 3.00 x 15mm was selected for treatment of the 90% stenosed, severely tortuous, and severely calcified target lesion. During the procedure, the balloon had ruptured when it was inflated to 10 atm. The device was completely removed from the patient, and the procedure was successfully completed using another similar device. There were no patient complications reported.